Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had not recharged the ipg for 6 months due to the external devices being stolen. The sjm rep met with the pt and attempted to use multiple external devices, but was unable to communicate with the ipg. It was reported the physician planned surgical intervention to replace the ipg at a future date.